Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a lawn mower accident and the lawn mower had rolled over on top of the patient. The physician stated the patient had multiple rib fractures and a cta was performed and showed a 9.4 x 10.4 cm aaa with a proximal type I endoleak. The stent graft appeared to be approximately 5 cm below the renals. The physician placed 3 endurant cuffs from the renal arteries to the flow divider of the talent stent graft and successfully resolved the type I endoleak. The physician stated the cause of the event was anatomy related due to disease progression. No additional clinical sequelae were reported and the patient is fine.